Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) was confirmed. As received, the monitor response buttons were non-functional. The cause of the non-functional response buttons is a disconnected cable at the ca board. The root cause of the disconnected cable cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.